Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the compartment threads were stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/20/2013 with the following findings: the pump was examined and found that the battery compartment was cracked at the top of the compartment and the battery compartment threads were stripped. (B)(6).